Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative provided a service quote to the customer that has not been accepted. No further information is available.

Event description:
The hospital reported the unit has high tidal volume at calibration. There was no report of patient involvement.